Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown part/lot number combination the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. The production part number and lot number was not provided, which prevented a meaningful review of the device history record. One report is being submitted for the reported 3 patients due to the lack of specific patient demographics. (B)(4).

Event description:
Per literature review the article entitled, comparison of exo-seal and angio-seal for arterial puncture site closure, a randomized, multicenter, single-blind trial, herz 2015 40:809-816, doi 10.1007/s00059-015-4306-3, published online: june 13, 2015. This report addresses the three (3) incidents of hematomas greater than 5 cm identified immediately after closure. No medical intervention. The procedure outcome was successful. It is unknown if any equipment or other devices were used with the involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.